Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 55 mg/dl. Food and juice were consumed to address the low bg. The customer did not know the cause of the low bg. The customer discussed the low bg with a healthcare provider who recommended the pump carbohydrate ratio setting be adjusted. At the time of the report, the customer had resumed pump therapy and the bg had returned to the target level.